Event description:
The customer notified spacelabs healthcare that a patient went into vtach for eight minutes and the clinical staff did not respond to the alarm. The customer reported that the patient had expired and requested assistance in investigating the event. A spacelabs healthcare field service engineer (fse) was dispatched to evaluate the equipment used during the event and there were no issues identified. The fse spoke to the facilities biomedical engineer who had reported that the audio volume was configured too low during the event and that that they had increased the volume since. Since the volume had been increased, there has been no additional reports of this issue.